Event description:
Additional information was received that the noise resulted in oversensing on the rv lead. The rv lead was replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, noise was noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.